Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08aug2019. The product support engineer troubleshot this issue with the customer over the phone and recommended to do a system leakage testing as stated in the service manual. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the safety analyzer has a chassis leakage that does not have forward and reverse polarity option. The ventilator was not in use on a patient at the time of the event occurred.